Manufacturer narrative:
(B)(4). This event and the imaging provided by the account were further reviewed by an abbott vascular medical advisor. The reviewer stated that the kinked shaft was unable to be confirmed and the mitraclip was in an inverted position at the groin. Evaluation summary: the device was received and analysis was performed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was related to procedural conditions, and the reported clip detaching from the device and inability to close the clip could not be tested due to the returned condition of the device. The reported clip detachment was confirmed. The clip detachment and the observed bent and broken mandrel were likely cascading effects of tension placed on the device in attempts to remove the cds (clip delivery system) from the anatomy (difficult to remove). The observed bent l-lock tab and gripper line break were a result of procedural conditions. A definitive cause for the reported sleeve steering issue and inability to close the clip could not be determined. The analysis was unable to confirm the reported sleeve steering issues as the steerable sleeve functioned as intended. Due to the inability to close the clip fully, the clip was difficult to remove from the anatomy and in attempts to remove from anatomy, caused increased tension on the device, such that the mandrel broke due to the force applied on the clip and causing the clip to detach. The reported patient effects of tissue damage resulting in mr (mitral regurgitation) and atrial perforation were related to procedural circumstances of the difficulty removing the clip from anatomy due to the clip becoming caught on the anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of cardiac perforation (atrial perforation), mitral valve injury and worsening mr as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event and the imaging provided by the account were further reviewed by an abbott vascular medical advisor. The reviewer stated that as per the two still images, I cannot see any kinking of the shaft. About each single picture, being still and not moving, I can only do assumption (which may be wrong: movement is very important in these cases). Additionally, the clip was observed to be still inverted at groin level.

Event description:
Subsequent to the previously filed report review of the reported information indicates the clip remained at a 90 degree angle and the clip itself was not kinked. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Surgery was performed for mitral valve replacement, treatment of the septal damage, and surgical removal of the detached mitraclip from the groin. The patient was doing well after the surgery. There was no additional information provided. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the damage to the mitral valve and the septum resulting in surgery. It was reported that this was a mitraclip procedure to treat grade 3 mixed etiology mitral regurgitation (mr). The first mitraclip was successfully implanted. The second clip delivery system (cds) was inserted and advanced to the left atrium. During use of the m (medial) knob, the steerable sleeve of the cds did not respond immediately. There was a delay in the movement of the steerable sleeve from when the m knob was turned and the clip jerked/jumped from one direction to the other. Tension was removed from the device and the clip was advanced to the mitral valve. During advancement to the valve, the clip rotated on the cds shaft. The second cds made contact with the implanted first clip, but the first clip remained on the leaflet. This second cds was being removed from the anatomy, when resistance was met. The clip then moved lateral under the valve and remained in a 90 degree angle (kinked). It was not possible to further close the clip which remained in an inverted position. After several attempts, the cds was able to be retracted from the ventricle, but the chordae and the anterior mitral leaflet became torn/damaged. Mr increased to grade 4+. The clip was then retracted to the steerable guide catheter (sgc) and both the cds and sgc were removed through the septum. Removal of the devices resulted in damage to the septum. The sgc and cds were removed to the groin where resistance was met and the undeployed mitraclip detached from the cds.